Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that occlusions were observed during use of an unspecified quantity of 250ml exactamix empty eva bags. This was observed when compounding in the pharmacy. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Additional information was added to e3, e4, h4, h6, and h11: h4: the lot was manufactured between april 29, 2024 ¿ april 30, 2024. H11: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.